Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 286 mg/dl. The insulin was not expired or denatured and the customer rotates sites to avoid scar tissue. The customer uses the serter device properly. The tubing was not bent or kinked. The customer had already completed troubleshooting for the no delivery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.